Event description:
Customer reported a malfunction on a pump with the malfunction code malf 12. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.